Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the patient stated the device was not working and that there was a thumping in the patient's chest. Follow-up obtained from the nurse indicates that the patient has not been seen or heard from since august 2011. The device remains in use. No patient complications have been reported as a result of this event.